Event description:
A customer in (B)(6) notified biomérieux of a (B)(6) result for (B)(6) when performing antibiotic susceptibility testing for testing six different patient strains using the vitek® 2 ast-p654 test kit (reference 421912), lot 8040935203, with vitek® (B)(4) software. The customer reported obtaining the following results for patient isolate (B)(6): expected strain ID: (B)(6). Isolate ID: (B)(6): initial vitek 2 ast-p654 card: (B)(6). Alternate test method: pbp2a, negative. Alternate test method: (B)(6). The customer reported that subculture was performed using bd, columbia blood agar, with incubation at 35°c, under 5% co2, and a culture age of 20-24 hours at the time of card setup. The mcfarland result via the densichek was reported to be 0.5, with the sterility check reported to be without contamination. The customer reported that no repeat testing with the vitek 2 ast-p654 card was performed. The customer reported that there was no delay in reporting results, no wrong results reported to the physicians, no delay in treatment decision, and that no patient was harmed or treated incorrectly. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of false positive cefoxitin screen results associated with vitek® 2 ast-p654 test kit (reference 421912, lot 8040935203) using software version 8.01. In response to the customer complaint, biomérieux performed an internal investigation. The customer did not submit their isolates or lab reports to biomérieux; therefore, the customer's test discrepancy could not be compared to the reference method for this investigation. A review of biomérieux manufacturing batch records for vitek® 2 ast-p654 test kit lot 8040935203 showed that this lot met all final qc release criteria. Nonconformance manufacturing records (ncmrs) were reviewed from 03apr18-03may19, no ncmrs were written for the ast- p654 card. Customer service performed a search for all complaints against ast-p654 card lot 8040935203. The review of the complaints did not indicate a trend for this card lot.